Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following: culture test result- device tested positive with enterobacter cloacae (100 cfu/endoscope). Below are information on customers cds checklist: paa_cds machine soluscope 4. Aer/ewd reprocessor: not tested. Model name: soluscope 4. Detergent name: soluscope cln. Disinfectant name: soluscope paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : ddn9 franklab. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: albyn medical. Manual disinfection performed. Disinfectant used: ddn9 franklab. Scope storage: horizontally placed. Scope maintenance : by olympus. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results are not yet received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The legal manufacture reviewed the provide cleaning disinfection and sterilization (cds) practices of the subject device and noted that reprocessing was performed with a soluscope 4 automatic endoscopic reprocessor (aer) that uses peracetic acid. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending rubber glue is worn out, there was a leak from the control body, angulation play, and cracks inside the channel. However, these defects alone are not considered severe enough to cause a potential adverse event. The following is included in the IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.